Event description:
Reporter indicated that a vns pt's generator was replaced due to battery end of service. The generator's elective replacement indicator was set to yes. The generator was returned and an analysis was performed. The end of service was verified as the generator did not have enough battery power to communicate in its "as received" condition. After using an external power source to power the generator it was found that a q10 transistor was found to exhibiting an out of spec (high) leakage current. This may have been a potential contributing factor to the end of service. After replacement of the q10 transistor, the device performed according to specs.